Event description:
Pain in the left knee/worse in the evening [knee pain]. Discomfort in the left knee/mild sensation of pressure in left knee/worse in the evening [discomfort in joints]. Still experiencing pain and discomfort in the left knee/synvisc one did nothing [device ineffective]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. Based on the additional information received on 15-dec-2015, the case initially considered as non-serious was upgraded to serious as the event of pain in the left knee/worse in the evening required intervention. This unsolicited device case from united states was received on 10-nov-2015 from a consumer. This case concerns 85 year old male patient who experienced discomfort in the left knee/mild sensation of pressure in left knee/worse in the evening, pain in the left knee/worse in the evening and still experiencing pain and discomfort in the left knee/synvisc one did nothing (device ineffective) after receiving treatment with synvisc one. Relevant medical history, concurrent conditions, past drugs and concomitant medications were not reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc-one injection, once at a dose of 6 ml (lot/batch number and expiration date unknown) in knee for arthritis pain. It was reported that the synvisc-one injection was administered at one time, but in 2 different locations in his left knee. On an unknown date in 2015, patient was experiencing pain and discomfort in the left knee that was no worse than prior to the synvisc-one injection, the pain and discomfort was also not better. It was reported that the pain and discomfort in his left knee was worse in the evening and there was a mild sensation of pressure in patient's left knee as well. The patient was told to give it 4-6 weeks to take effect and found that the injection did not work. The patient had followed up with his doctor because he had no results from the synvisc one injection stating that it did nothing (device ineffective). On an unknown date, last week, the patient received a cortisone injection to help the pain and was now scheduled for a left knee replacement in (B)(6) 2016. Corrective treatment: cortisone for pain in the left knee/worse in the evening; not reported for discomfort in the left knee/mild sensation of pressure in left knee/worse in the evening outcome: not recovered/ not resolved for discomfort in the left knee/mild sensation of pressure in left knee/worse in the evening and pain in the left knee/worse in the evening a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for pain in the left knee/worse in the evening. Additional information was received on 19-nov-2015. Global ptc number and ptc results were received. Text was amended accordingly. Additional information was received on 15-dec-2015. The seriousness criterion and corrective treatment for pain in the left knee/worse in the evening was added. Event verbatim of discomfort in the left knee was updated to still experiencing pain and discomfort in the left knee/synvisc one did nothing. Clinical course was updated. Text was amended accordingly.